Manufacturer narrative:
Additional information provided in h.3, h.6, and h.10. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of logfile for the day of treatment shows the treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. So the reported issue is not caused by the system or the used patient interface. An info message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user restarted the treatment with a new patient interface and finished the treatment without any problems. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported only able to complete flap to 78%. The treatment was stopped and aborted. A new treatment pack was scanned and continued to created the rest of the flap. The flap was lifted and treatment was done with no patient harm. Additional information requested.